Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a no delivery alarm during a bolus. The customer's blood glucose was 209 mg/dl. Troubleshooting found insulin was unable to exit with a push plunger and there was greater resistance than normal. Customer was also advised their reservoir/infusion set connection may be severed. The customer was advised to replace their infusion set and reservoir. No additional information provided.